Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The clinical assessment states that based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The reporter notes pre-existing conditions of: respiratory failure, copd/asthma or other chronic lung disease, history of myocardial infarction or cardiac arrest, congestive heart failure, chronic oxygen dependency. Based upon the information provided, these conditions have been reviewed and assessed as unrelated to the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additionally, a customer response update was received stating that upon further information, there were no particles found. This device and complaint should no longer be included in the recall. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The clinical assessment states that based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The reporter notes pre-existing conditions of: respiratory failure, copd/asthma or other chronic lung disease, history of myocardial infarction or cardiac arrest, congestive heart failure, chronic oxygen dependency. Based upon the information provided, these conditions have been reviewed and assessed as unrelated to the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.